Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tube inflammation') and autoimmune disorder ('autoimmune disorder type of disorder:,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal / significant heavy periods"), menorrhagia ("abnormal bleeding (menorrhagia)"), autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), headache ("headache"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue / unbelievable tiredness"), back pain ("lower back pain"), vision blurred ("eyes goe out focusing constantly"), dry eye ("dry eyes I known carry eye dropes with me"), arthralgia ("I have problem with my joint pain"), vaginal infection ("had terrible vaginal infection"), depression ("depression started"), feeling abnormal ("I could not focus the brain fog is terrible"), fibromyalgia ("fibromyalgia") and arthritis ("arthritis") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the salpingitis, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, autoimmune disorder, migraine, headache, dyspareunia, fatigue, weight increased, back pain, vision blurred, dry eye, arthralgia, vaginal infection, depression, feeling abnormal, fibromyalgia and arthritis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, arthritis, autoimmune disorder, back pain, depression, dry eye, dyspareunia, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, salpingitis, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure device inside her body. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from plaintiff fact sheet: social media received. Event fallopian tube inflammation, fibromyalgia & arthritis were added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.